Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer pfo occluder was implanted in a patient with very floppy septum on (B)(6) 2022. The defect was sized using a transthoracic echocardiogram (tee). On (B)(6) 2022, a routine tee revealed that the right disc of the occluder has shifted anteriorly towards the left atrium. On (B)(6) 2022, tee revealed the same shift of the occluder with the same conclusion. Due to the risk for embolization, surgical removal of the device was planned but date was unknown. It was reported that the patient was in stable condition.

Manufacturer narrative:
An event of the right disc of the device shifting towards the atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device shifted because it was too small. There is no indication of a product quality issue with regards to manufacture, design, or labeling.